Event description:
Legal counsel reported patient underwent total hip arthroplasty on (B)(6) 2009. Legal counsel reports patient allegations of pain, inflammation, loss of mobility, and elevated metal ion levels. Subsequently, a revision occurred on (B)(6) 2013. A review of invoice history indicates all components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-06052 / 06053).

Event description:
Legal counsel reported patient underwent total hip arthroplasty on (B)(6) 2009. Legal counsel reports patient allegations of pain, inflammation, loss of mobility, and elevated metal ion levels. Subsequently, a revision occurred on (B)(6) 2013. A review of invoice history indicates all components were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted that the right hip revision was performed due to pain, tenosynovitis and elevated metal ion levels and further noted the presence of fluid, dark gray and blackened synovium, wear on cup, and gritty, black, gray sand-like substance on the acetabulum. The modular head and taper adapter were removed and replaced. The acetabular cup was removed and replaced with a competitor¿s component.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "wear and/or deformation of articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-06052/-06053 & 2014-02277).